Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: the device was attached to an encore inflation device and positive pressure was applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. Positive pressure was applied, and a pinhole leak was noted 13mm distal of the proximal markerband. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure for this device is 24 atmospheres as per directions for use. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident.a visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation for 20 atmospheres under rated burst pressure (rbp), the balloon burst. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation for 20 atmospheres under rated burst pressure (rbp), the balloon burst. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and patient's status was fine.